Event description:
The customer reported that the video signal on the stenoscop system would not work. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The video cable was replaced. The system is operating as intended.